Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, three ngage nitinol stone extractor were unable to open/close to complete a urinary stone removal procedure with a transurethral approach. The stones were located in the renal ureter. All baskets were tested prior to use in an uncoiled position. The first device was unable to open/close during testing prior to the procedure. The second device functioned as intended when tested, however, after being used twice it was no longer able to function. The third device was unable to function during the procedure use due to basket wire damage. The patient¿s anatomy did not keep the basket from opening or closing. The procedure was completed by using a fourth ngage nitinol stone extractor (lot unknown). No adverse effect on the patient has been reported. The investigation determined three different failure modes for the three devices. Reference this report for the device with loss of function- the basket assembly failed to deploy. Reference MDR # 1820334-2023-01172 to capture the issue of broken basket wire. Reference MDR # 1820334-2023-01173 to capture the issue of basket wires lost shape. Investigation ¿ evaluation: a visual inspection and functional testing of the returned devices were conducted. A document based investigation was also performed including a review of, complaint history, device history record (DHR), manufacturing instructions, instructions for use (IFU) and quality control procedures. Four ngage nitinol stone extractors were returned for investigation. One device was returned in an opened, labeled package and three devices were returned unopened/unused. There was no noticeable damage to the devices. The device returned in the opened package did not actuate basket formation. The three unopened/unused devices were opened and function tested. Device 1 did not actuate basket formation. The handle was disassembled and the support sheath was found stuck to handle assembly. Device 2: the handle actuated basket formation, but has popping sensation. Device 3: the handle actuated basket formation, but has hesitation and popping sensation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows four other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, and there is objective evidence that the DHR was fully executed, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The available evidence indicates the devices were made to specification. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), does not provide any information related to the reported issue. The issue was identified as being with the basket assembly, which is a supplied component. A supplier corrective action request was created to address the issue. The cause for the issue has not yet been determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The investigation determined three different failure modes for the three devices. Reference this report for the device with loss of function- the basket assembly failed to deploy. Reference MDR # 1820334-2023-01172 to capture the issue of broken basket wire. Reference MDR # 1820334-2023-01173 to capture the issue of basket wires lost shape.

Manufacturer narrative:
G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr, part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, three ngage nitinol stone extractor were unable to open/close. To complete a urinary stone removal procedure with a transurethral approach. The stones were located in the renal ureter. All baskets were tested, prior to use in an uncoiled position. The first device was unable to open/close, during testing prior to the procedure. The second device functioned as intended when tested. However, after being used twice, it was no longer able to function. The third device was unable to function during the procedure use, due to basket wire damage. The patient¿s anatomy did not keep the basket from opening or closing. The procedure was completed by using a fourth ngage nitinol stone extractor (lot unknown). No adverse effect on the patient has been reported.